Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Discussed how data is imported into clarity and where to access the site online. Advised patient to try to restart the smart device and relaunching the g5 application every few days to reduce the event of signal loss. No injury or medical intervention was reported.